Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the ins was removed because it was not working; the caller did not have any further information regarding this. No symptoms were reported. No further complications were reported/anticipated.